Event description:
It was reported during a cholecystectomy procedure that air leaked for the first device, and the suture post was too hard to lock for the second device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.